Manufacturer narrative:
Concomitant product(s): (2)8110, therapy date (B)(6) 2018. The customer¿s report of an incorrect rate infusing was not confirmed. Analysis of the pcu event log shows that at 10:56 am on (B)(6) 2018 pump module channel a was programmed to infuse tna central at 1ml/hr with a vtbi of 80ml. The infusion ran until 12:58 pm on (B)(6) 2018 when the device was removed from the system. The volume recorded as being infused during this period was 25.722ml. During this same period pump module channel b was programmed at 11:00 am on (B)(6) 2018 to infuse tna central at 3.5ml/hr with a vtbi of 80ml. The user selected yes to the guardrails warning ¿tna is infusing on channel a. Proceed?¿ the rate for this infusion was titrated several times throughout the duration including 10ml/hr, 2.8ml/hr and 3ml/hr. The infusion ran until 12:59 pm on (B)(6) 2018 when the device was removed from the system. The volume recorded as being infused during this period was 99.943ml. The root cause of the customer¿s report of an incorrect rate infusing was not identified. No device or disposable sets were returned for investigation. The intended programming parameters were not provided. No devices received, log review only.

Event description:
The customer requested an event log review for an event in which an incorrect rate infused. The infusion was programmed in nicu profile. The medication was tna, bag 180ml, to infuse via a primary line. The customer stated that there was no harm to the patient. After the event, the clinician reduced the infusion rate and one dose of insulin was given as a result, with no other effects to the patient. The pc unit was the only device sequestered, and logs were downloaded.